Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation. Based on the device analysis grid, the assessments of the complaint are: rupture: observed. An opening-on posterior assessed as an unidentified (tear) opening. (Shell thickness within spec). Silicone migration: unable to observed as it is a medical event not related to the device. Additional observations: yellow particles observed in the gel. Crease fold observed on the device. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration.

Event description:
Healthcare professional reported right side rupture and "right axillary siliconomes inside lymphatic ganglions" diagnosed by ultrasound. The device has been explanted.